Event description:
Pt with placement of lifeport catheter in 1999 for administration of chemotherapy. Unable to aspirate; radiology exam showed fractured tip and migration to an intracardiac location. Removal of catheter in 2000 under radiological guidance with fluoroscopy.